Event description:
It was reported the patient underwent a bilateral revision of temporomandibular joint implants ten (10) years following implantation due to ankylosis and patient discomfort. The stock implants were replaced with a custom device. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00227, 0001032347-2020-00456, 0001032347-2020-00457, 0001032347-2020-00458 implantation date was in 2010. Medical products. Tmj system left fossa component, medium, part# 24-6561, lot# 080260. Tmj system right fossa component, medium, part# 24-6560-int, lot# 725240. Tmj system left standard mandibular component 55mm / 12 hole, part# 24-6556, lot# 205450. Tmj system right standard offset mandibular component 50mm / 9 hole, part# 24-6650-int, lot# 489880. Unknown screws, part# ni, lot# ni.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered confirmed because a revision surgery was reported. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The non-conformance database was reviewed for the fossa components; no non-conformance's were found. There are no indications of manufacturing defects. This is the only complaint for this item# 24-6561, lot# 080260. For all non-custom tmj fossa implants in the previous one year (from the notification date) regarding revision due to ankyloses, there is a complaint rate of 0.11%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is due to a patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Explantation date is planned for (B)(6) 2020. Concomitant medical products: unknown screws, part# ni, lot# ni. (B)(6). The user facility is foreign; therefore, a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported the patient will undergo a bilateral revision of temporomandibular joint implants. The patient has ankylosis of the right and left joint, but it is unclear if ankylosis is the cause of the revision. The stock implants will be replaced with a custom device. Attempts have been made and no additional information has been provided.